Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d4 - primary UDI number, d8, h3, h4 - device mfg date a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to defect of circuit boards in the video connector. The defect may have occurred by stress from repeated use, breakage of circuit boards by electrical stress such as over current and static electricity olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device received a e218 and e31 error. The event occurred during set up. There were no reports of patient harm.